Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "(B)(6) 2024, the doctor found that the needle hub cracked during use on the patient." The patient was reported as fine.

Event description:
It was reported that: "16 feb 2024, the doctor found that the needle hub cracked during use on the patient." Th patient was reported as fine.

Manufacturer narrative:
(B)(4). The customer report of a cracked needle hub was confirmed through complaint investigation of the returned sample. Visual inspection revealed cracks on the needle hub. A device history record review was performed, and no relevant findings were identified. The failure mode identified is consistent with the failure mode investigated per a previously opened CAPA. Based on the CAPA investigation, the root cause of this complaint is design related. Teleflex has identified that this needle hub material is susceptible to cracking when placed under stress (i.e. Pressed onto a tapered luer fitting, sideloaded as the clinician attempts to locate a vessel , etc.) In the presence of liquid alcohol-based disinfectants. The CAPA was implemented on 23-aug-2023 to address the issue of the cracked needle hub. The implementation date occurred after the manufacturing date of the needle hub batches (sep-oct 2022) involved with this complaint. Teleflex will continue to monitor and trend for reports of this nature.